Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup; unknown liner; unknown head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 02341; 0001822565 - 2017 - 02342; 0001822565 - 2017 - 02343.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Not reportable as radiograph review indicated no problem or fault of the stem.